Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, during evaluation the monitor was resetting and failed incoming testing. The cause for the failure was isolated to a defective u104 pxa processor on the computer/analog board. Physical abuse. The monitor is designed to meet the mechanical requirements of iec 60601-1. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the damaged monitor.